Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance with correcting the date and time on the cycler. The patient then stated that a fluid leak was discovered. The patient was not connected during the incident. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in the pump module area; no fluid was found on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Per pdrn the patient was prescribed vancomycin prophylactically since the fluid leak event on 06/06/2023 and will continue administration for a total of two weeks. Per pdrn the fluid cultures have remained negative. The patient did not develop any symptoms, adverse events, injuries, or require any other form of medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance with correcting the date and time on the cycler. The patient then stated that a fluid leak was discovered. The patient was not connected during the incident. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in the pump module area; no fluid was found on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Per pdrn the patient was prescribed vancomycin prophylactically since the fluid leak event on (B)(6) 2023 and will continue administration for a total of two weeks. Per pdrn the fluid cultures have remained negative. The patient did not develop any symptoms, adverse events, injuries, or require any other form of medical intervention as a result of the reported event.